Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing were observed. The patient was asymptomatic. It was noted that the episodes appear to show an attempted capacitor maintenance, and then subsequent oversensing for one beat of the sosd check. The oversensing then caused the capacitor maintenance to abort and restart again. Programming changes were made. The device remains implanted.